Event description:
Medwatch: "complaint: (B)(6) 2015, second line that the end of the tube slid out of the line while fluids were infusing. This incident is known to have happened at least twice. Both times its been with the same lot number. Complaint initiated by (B)(6). On (B)(6) 2015, dr (B)(6) of (B)(6) sent a secondary complaint of two more extension sets falling apart. These events were before attempting to connect to a pt. That's 4 confirmed defective products. All sent back to carefusion (B)(6)."

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported tubing separated at the connection of the smallbore tubing and the smartsite y-port during an infusion without patient harm.